Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed, but the bleeding did not stop. Therefore, the product wasn't available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral cerebral angioplasty (tfca) procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no visible damage to the sheath after removal, including at the distal end of the 5f non-cordis sheath was used. The balloon did not lose pressure during preparation or patient use. Vessel tortuosity was assessed as little, the sealant was deployed to the proper location, and no anticoagulants, antiplatelets, or thrombolytic agents were used. Other procedural details were requested but were not provided. The device will be returned for analysis.